Manufacturer narrative:
Age at time of event: 18 years and older. (B)(4). Device evaluated by manufacturer:the device was returned for analysis. The sheath assembly was missing when received. The male/female luer connection was disconnected and the imaging core was outside of the sheath assembly when received. The sheath assembly was missing and not returned back. Imaging core wind up in the telescope assembly was observed during visual analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is design. (B)(4).

Event description:
Reportable based on additional information received on (B)(6) 2013. It was reported that during a percutaneous coronary intervention the catheter got stuck with an unknown device. The 90% stenosed target lesion was located in moderately tortuous and calcified left anterior descending artery. An atlantis sr pro2 catheter was selected and advanced to the target lesion. Upon testing the device prior to use there were no issue reported, however upon advancing the device to the target lesion the image did not appeared and during the procedure the physician found out that the catheter got stuck with an unknown device. They remove the catheter from the patient and flush it again but the issue was not resolved. The procedure was completed with another of the same device. No patient complications were reported and patient¿s condition was good.